Event description:
It was reported that the user experienced persistent high glucose while using an inset 23 infusion set on the abdomen with a libre 3 plus cgm, noted that the pump appeared to be delivering large amounts of insulin with visible drops and no observed kinks, air, or leaks, administered approximately 7¿10 units without glucose reduction, then removed the infusion site, elected to take a subcutaneous insulin injection by pen, and discontinued pump use; the cause of the event remained unclear due to insufficient information. Symptoms included hyperglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device component involvement or a specific device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.